Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the imaging window was twisted and had a torn section, and the guidewire exit port was lifted. Based on the evidence, the as reported codes of guidewire entanglement and catheter material twisted are confirmed. The twisted imaging window with a torn section could have contributed to the device malfunction during the procedure. However, the lifted guidewire exit port found during the visual inspection could not have contributed to the reported issues.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately posterolateral branch artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became entangled with a non-boston scientific guidewire, causing the distal part of the shaft to kink and tangle around the ivus catheter. It was also noted that a twisting issue occurred when manually observing the coronary artery. The physician successfully removed the tangled components outside the body, and the procedure was completed with another device of the same type. There were no reported patient injuries or complications.

Event description:
It was reported that a catheter issue occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately posterolateral branch artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became entangled with a non-boston scientific guidewire, causing the distal part of the shaft to kink and tangle around the ivus catheter. It was also noted that a twisting issue occurred when manually observing the coronary artery. The physician successfully removed the tangled components outside the body, and the procedure was completed with another device of the same type. There were no reported patient injuries or complications.